Manufacturer narrative:
(B)(4). D10: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 8 months post-implantation due to dislocation. Attempts have been made, and no further information has been provided.